Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test and displacement test due to blank display. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 116 mg/dl. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.